Event description:
A report was received stating that a pt's system was explanted, due to a staph aureus infection.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.